Event description:
The patient called animas on february 16 alleging that the pump did not deliver insulin as programmed. Animas made multiple attempts to reach the patient but was unsuccessful. The patient said approximately two months prior to calling animas he was in the hospital for dka. He said, the cause of the hospitalization was not determined but said his hcp totaled up the basal rate that was actually received versus what he programmed and saw that he received less. The patient states that his basal rate from 6 am to 6 pm is 1.5 units per hour and from 6 pm to 6 am it is 1 unit per hour. The patient stated that according to the pump and the hcp's conclusion the pump did not deliver enough insulin. The patient was unable to troubleshoot the pump at the time of the initial call. This complaint is being reported because, the patient alleged that the pump delivered less insulin than programmed and subsequently was admitted to the hospital for dka.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed that the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump was unable to complete the load cartridge phase due to an unrelated issue reported on report # 2531779-2012-02171 regarding force sensor. Further performance testing was not able to be completed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.